Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the insertion section having leakage during user handling and water invaded the device. It caused an abnormality in electronic components and the event occurred. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the scope connector had corrosion due to the cleaning, disinfecting and sterilization process (cds) over time. There was leakage below the protector, from a pinhole found which was caused by deteriorated adhesive. Additional findings are as follows: all switches did not work, the root part of the insertion section had leakage, the suction connector was immersed, there was leakage under the protector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) reported on behalf of the customer that the evis lucera elite bronchovideoscope had a leak. The event was found during maintenance. There was no patient involvement noted. During testing and inspection of the returned device, no image was displayed with error code e216 and error code b30. This report is being submitted for the malfunctions found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. In addition to the previously reported events, it was also discovered during the device inspection that an e227 (scope communication) error occured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error occurred due to corrosion on the terminal of the electrical connector caused by water invasion from a leak in the insertion section. This event can be detected by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. This event can be prevented by handling the device in accordance with the following IFU: leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.